Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set drip chamber c60 are leaking where the bag is spiked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: as neither a lot number nor a sample were available for this incident, a complete investigation consisting of a sample analysis and a production history review could not be performed. The connector component is manufactured within a bd facility. During the connector molding process and assembly process, regular inspections are performed to avoid faulty product. The secondary set is manufactured at a subcontractor location. After manufacturing is completed, final samples are sent to a bd facility for quality testing. A complaint has been sent to our subcontractor location regarding this incident. Based on the limited investigation, a definite cause for the reported incident could not be determined.

Event description:
It was reported that bd phaseal¿ secondary set drip chamber c60 are leaking where the bag is spiked. There was no report of exposure, serious injury or medical intervention.